Manufacturer narrative:
H3 other text : device retained by hospital.

Event description:
It was reported that a patient underwent revision surgery to address a xia polyaxial screw tulip disengagement on one side of the patient's spine and a xia polyaxial screw fracture on the other side. This report is for the xia polyaxial screw fracture.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
It was reported that a patient underwent revision surgery to address a xia polyaxial screw tulip disengagement on one side of the patient's spine and a xia polyaxial screw fracture on the other side. This report is for the xia polyaxial screw fracture.